Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications) patients characteristics: marx et al (2013) USA. 14 male anterosuperior labral tear. Operative complications: marx et al (2013) shoulder - lupine pla (3) - superior and anterior labral repair postoperative complications: marx et al (2013) shoulder - 9 days 20 mo. - tip of anchor protrusion (user error, small patient size). MRI (month 11) inferiorly placed lupine protruded through cortical bone (tip in contact with subscapularis muscle). Related: retrieval of loose tip of anchor(about half of the anchor left in glenoid) functional outcomes: marx et al (2013) ¿shoulder - month 4.5: active elevation: 180°. Month 6: ER power and supraspinatus strength: normal. Month 1 after arthroscopy: ER power and supraspinatus strength normal. Post-op: anterior shoulder pain. Day 9: tenderness over the lateral glenoid. Month 4.5: discomfort after therapy sessions. Month 6: ER and supraspinatus uncomfortable (cortisone injection did not provide relief). Month 1 after arthroscopy: nearly complete relief of anterior shoulder pain. Month 20: progressive improvement, throwing and playing with no soreness or pain. Received: 12 october 2012/accepted: 10 april 2013 /published online: 21 june 2013. R. G. Marx, md (corresponding author) : s. Wilson, ba. Hospital for special surgery, 535 east 70th street, new york, ny 10021, USA e-mail: marxr@hss.edu. L. Verkuil, ba, perelman school of medicine, university of pennsylvania, philadelphia, pa, USA. L. F. Foo, md, department of radiology and imaging, hospital for special surgery, 535 east 70th street,

Manufacturer narrative:
This report is being file to capture a historical event captured by our medical safety officer from a publishing. The issue relates to a labral repair on a 14yo male with the use of lupine anchors for fixation. The report goes on to explain the subsequent complications, test, re-surgery and therapies. The report also states that user error and small patient size were the root causes of the problem. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.